Event description:
A clinical director reported the system would not recognize the handpiece during a cataract extraction procedure. A second handpiece was connected but the issue was not resolved. Following a 90 minute delay, the system was switched out and the case was completed with no injury to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed the customer reported problem. The company representative replaced the ultrasound (u/s) controller printed circuit board assembly (pcba) to resolve the issue. The system was then tested and met all product specifications. The ultrasound (u/s) controller printed circuit board assembly (pcba) was returned and a visual assessment of the returned sample showed no nonconformities. The returned u/s controller pcba was installed into a calibrated system and when the system was powered on, no issues or system messages were observed. Additional testing was performed and the system did not recognize the phaco handpiece. It was determined that a component at location u33 was nonconforming. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause of the customer reported event is a nonconforming component at location u33 on the returned u/s controller pcba. (B)(4).